Manufacturer narrative:
The manufacturer is attempting the acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A pump exchange was reported via device tracking. Additional information received from the vad coordinator patient was initially implanted (B)(6) 2010 with the vad. The patient received an elective pump exchange for chronic infection on (B)(6) 2013.